Manufacturer narrative:
Failure investigation found the device to be missing segments. Unit was disassembled at it was observed the display had been removed and a different db9 connector had been installed on the board. The display flex cable was not reconnected properly. Re-seated flex cable. Replaced universal interface (ui) printed circuit board (pcb). Device passed testing. (B)(4).

Event description:
The customer reported that the n20p does not provide readings. No pt harm was reported. Failure investigation found the device to be missing segments.